Event description:
Pt had essure procedure on (B)(6) 2013. Pt called doctor on (B)(6) 2013 to report abdominal pain. Pt went to emergency room on (B)(6) 2013 for abdominal pain. Dr (B)(6) (who was not the implant doctor) scoped pt, did not find anything abnormal with essure devices. During the procedure, doctor found pus in pt's abdominal area. Doctor drained pus. Did not remove essure devices. Doctor states essure devices were in the proper location and did not cause injury to pt. Doctor also reported a spot on pt's uterus. This injury was likely caused by hysteroscopic perforation during the placement procedure. Pt is doing fine post procedure.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs